Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced altered mental status (ams). Ems was summoned and the patient was intubated on the field. Patient blood cultures tested positive for staph epidermidis, and driveline culture tested positive for mrsa (pseudomonas and candida previously reported in (B)(6). It was reported that patient caregiver support has been lacking, leading to multiple issues with infection. It was later reported that the patient had no suppressive options for the dl infections. The patient's clinical status continued to decline and was put in comfort care on (B)(6) and passed away peacefully the same day.

Event description:
Pseudomonas and candida previously reported in MFR# 2916596-2025-05077.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. No autopsy was performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including other neurological events (not stroke-related), driveline infection, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction and infection as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.